Manufacturer narrative:
Additional information: the same guide catheter was used throughout the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis update: one angiographic guidewire returned for analysis. Kinks were evident on the wire. No unravelling was evident on the returned device. The moveable core was partially pulled out. Kinks were evident on the core wire. The coil and tip weld remained intact. No other damage evident to the remainder of the device. Vendor analysis: the unravelling that was reported is not a defect of the product, but is the moveable core partially removed from the coil. The core of the product is not fixed but can be moved to create slack in the guidewire. The moveable core was partially pulled out. The material review board (mrb) reviewed the sample, and the unravelling was not confirmed. The coil welds were still intact. The presence of kinks along the product was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: one angiographic guidewire returned for analysis. Kinks were evident on the wire. The outer wire layer had detached exposing approximately 65.5cm in length of the core wire. No unravelling was evident on the returned device. Kinks were evident on the core wire. The tip remained intact. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one angiographic guidewire during a cardiac procedure. The device was not inspected before use. Resistance was not noted during delivery of the device. It was reported that the outer spiraled layer of the wire unraveled at the distal end where there is a gap between the spiral layers. The issue occurred while removing the wire from the non-medtronic guide catheter outside the patient, after the device had been inside the patient. The deformation and detachment were noted after the device was removed. Resistance was not noted during withdrawal of the device. The detached portion of the device was successfully removed from the guide catheter and discarded. It was also detailed that the same issue occurred with a non-medtronic guidewire at the beginning of the procedure. There was no injury to the patient as a result of the event.